Manufacturer narrative:
(B)(4). There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s heart attack and death. At this time without additional information no conclusion can be made that there was any causal relationship between the patient¿s heart attack and death and the peritoneal dialysis treatment and fresenius products. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During a call to the patient it was reported by a family member that the patient had expired on (B)(6) /2017 while connected to the cycler. The family member stated that the patient expired due to a heart attack. The peritoneal dialysis (pd) nurse confirmed that the peritoneal dialysis patient was deceased and expired at home on (B)(6) 2017. No further information was available. Medical records were requested.